Event description:
While attending the aans (american academy of neurosurgeons) meeting, a gliatech employee spoke with a physician. The physician stated that his partner had a "serious patient event" for a patient in whom adcon-l was administered. The physician indicated that he did not know when the event occurred or what exactly had happened with his partner's patient. The physician did report that the patient did not have further sequelae or problems. No additional information is currently available at the present time.